Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor reset) has been confirmed. A review of download data showed that the monitor reset after delivering a pulse during a pulse test. The root cause for the reset is unknown. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue. During service evaluation of the monitor, a reportable device malfunction was found. The monitor reset during functional testing.